Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into an off label insertion site on (B)(6) 2026. On (B)(6) 2026, it was reported by the parent that thepatient had been diagnosed with the flu on tuesday and had been alternating between tylenol and ibuprofen because the fever persisted. On that day, the patient took approximately 1500 mg of tylenol, and tech support later informed the parent during the report that tylenol doses around 1000 mg can interfere with sensor performance. The patient uses the tandem t:slim x2 insulin pump and the dexcom app. On (B)(6) 2026, around 1:00 am, the patient¿s cgm readings began to drop. As the readings continued to fall, the cgm eventually displayed ¿low¿ without a numerical value. The parent attempted to raise the patient¿s glucose by giving sugar (amount not specified). No manual bg was checked prior to seeking medical care. By noon, after consulting their doctor, the parent took the patient to the emergency room (ER). In the ER, the bg meter was 500 mg/dl, and she had an elevated urine ketone test, and was diagnosed with dka. While in the emergency room, her bg rose to 557 mg/dl. Treatment included IV insulin and IV fluids. Due to positive test for high ketone levels and symptoms, the patient was transferred from the emergency room to the intensive care unit (ICU). During this episode, she experienced shaking, vomiting, dizziness, and severe weakness. By the time of the report to dexcom, the patient was out of dka, her glucose levels had returned to a normal range (values not provided), and the parent stated they were waiting for discharge. The patient was reported to be doing well. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.